Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received results of 20.3 mmol/l and 18.6 mmol/l within 10 minutes on the mobile system. The customer administered 20 units of an unspecified insulin based on the results and immediately felt faint. The customer was able to self-treat with a glass of orange juice, however he "entered into a state insulin shock due to being hypoglycemic." Approximately one to one and a half hours after the reported results, the customer's brother found him passed out on the floor and contacted emergency services. The customer was "eventually" revived by paramedics who administered a saline and glucose solution and he was taken to the emergency room. The customer remained in the emergency room (ER) for 2 hours for observation and was then sent home. Customer's condition has improved. Requested return of suspect device.